Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the returned product noted; the trocar and fixed cannula appeared intact. The obturator was received. Pmv performed functional testing: the port passed an air leak test. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic lower anterior repair procedure (lar), a fragment of the device dropped into the patient cavity and it was retrieved. They suspected that the fragment looked like a seam part between the clear part of the obturator tip and the metal part. The patient did not suffer any injury due to this event.